Event description:
The suture broke and the anchor was left in the pt unsupported. The surgeon used an additional anchor to complete the repair.

Manufacturer narrative:
Device was not returned for eval.